Manufacturer narrative:
The incident device anticipated to return. Follow up will be provided upon completion of investigation.

Event description:
Lap cholecystectomy- "dr. (B)(46) was performing a lap chole and using the bag to get the gallbladder out of the 12 mm incision. The bag burst as she was trying to remove it from the abdomen. No patient injury occurred and the hospital didn't provide any other specifics on this event." "No patient injury occurred."